Event description:
Hi (B)(6), as per our phone call, this ventilator halted its start-up menu while I was checking it prior to it returning to service after cleaning. The start-up halt was associated with an ear splitting alarm which did not respond to the usual alarm reset techniques. Im pretty sure I held my finger on the on/off button for a good length of time but it seems maybe not the 20 seconds required. The machine did finally power down and when I did another startup there was no further malfunction. I can confirm that the battery was full and it was plugged into the mains. I had the unit running for over an hour with no further issues. I mentioned this to my colleague mike nettle who told me that he had the same problem a week earlier on the same machine. This is obviously a bit of a concern.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:in this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). This type of failure (tn(B)(4) and tn (B)(4)) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardwareparts, which solved the failure in the short term. The root cause / the replaced hardware components may differe between each cases. However they can all be linked to the same issue.within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in this case was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this case as it will be deemed a reportable event.